Event description:
Customer reported the generation of high sodium (na) patient results due to change in anion gaps on their dxc 600 pro clinical chemistry analyzer. The high patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro clinical chemistry analyzer and found the sample probe was clogged. The fse replaced the sample probe to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).